Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances on this single coil right ventricular (rv) lead. There was no evidence of noise. Boston scientific technical services (ts) recommended monitoring the patient. No adverse patient effects were reported. The device and lead remain in service.